Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. Three opened trocar assemblies were received for the report of silicone valves of stab knives occurred leakage. Samples 1-3 were visually inspected, and all were found to be conforming. Functional leak test was then performed, and all were found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is not determined as the returned samples was conforming for visual and functional testing. No further investigative or manufacturing actions are warranted at this time due to that the returned samples met specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all alcon products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery leakage occurred from the ophthalmic entry system silicone valves of stab knives. The surgery was completed after replacing with a new product causing no harm to patient.